Event description:
It was reported the personal therapy manager (ptm) showed an erroneous refill date of (B)(6) 2012. The patient was given an antenna and ptm was decoupled and recoupled. After this the date indication was accurate showing an august refill date. No further information was received.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID n EU_ptm_prog, serial# unknown, product type programmer, patient; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).